Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. The reported product is an unknown baxter transfer set, reported as a patient extension line. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack in the extension line, which led to an unspecified leak. It was reported the patient extension line and titanium adapter were changed approximately six months prior to receipt of this report. No additional information is available.